Manufacturer narrative:
The device was not returned to zoll for evaluation. However, the customer provided a video of the reported problem. The customer's report was observed in the video evidence provided. Root cause could not be established from the video. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.